Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the implantable pulse generator (ipg) setscrew required great force to back the setscrew out. A new ipg was chosen and implanted. No patient complications have been reported as a result of this event.